Event description:
It was reported that 10000 venflon pro safety 22ga 0.9mm od 25mm l leaked during use. The following was reported by the initial reporter: "we experienced the following problem with the pvcs. When injecting through the injection port, the valve system did not work. After that, blood or infusion solution leaked through the injection port, rendering the pcv useless. This happens with all sizes.¿"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/16/2021. H.6. Investigation: one sample was received by our quality team for evaluation. The sample was subject to visual inspection, injection leak test, and catheter adapter leak test. The sample passed all testing and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this failure cannot be determined. CAPA#1379444 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10000 venflon pro safety 22ga 0.9mm od 25mm l leaked during use. The following was reported by the initial reporter: "we experienced the following problem with the pvcs. When injecting through the injection port, the valve system did not work. After that, blood or infusion solution leaked through the injection port, rendering the pcv useless. This happens with all sizes.¿"